Event description:
It was reported that during the procedure, there was decreased vaporization. The case was completed with a second fiber. No report of patient injury.

Manufacturer narrative:
The component codes: fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap exhibits a radial fracture at the output window of the cap; the fiber is fractured distal to the fiber/cap fusion zone. The fiber proximal to fracture rotates independently of metal cap. The metal cap shows signs of burnt on detritus and the glass cap shows signs of devitrification. The fiber/cap conditions would result in forward firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.